Manufacturer narrative:
The reported oad was received for analysis. The visual examination identified two driveshaft filars which were fractured at the proximal edge of the crown. The crown and distal tip bushing were intact and undamaged and there was no other damage observed to the oad. When tested, the device spun at all speeds with no anomalies observed. Scanning electron microscopy was performed and identified fatigue striations at the site of the filar fractures. It is hypothesized that this driveshaft underwent excessive flexing near the crown while attempting to cross the lesion, which pushed the driveshaft into a tight bend shape. The instructions for use (IFU) for this device state "never force the crown if any resistance is felt within the vessel as vessel perforation may occur. If resistance is felt, retract the crown, while monitoring the cause of the resistance, and immediately stop treatment. Use fluoroscopy to analyze the situation and to monitor the cause of the resistance." At the conclusion of the device analysis investigation, the report of device damage was confirmed. The report of the device not advancing through the lesion was unable to be confirmed through analysis. The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements prior to distribution. (B)(4).

Event description:
During treatment of a coronary lesion with a csi diamondback orbital atherectomy device (oad), the device would not advance through the lesion. The number of attempts to cross the lesion and the forced used are unknown. The device was removed, the lesion was re-wired for additional support and balloon angioplasty was performed. When preparing to insert the oad again, the tip of the device was noted to be damaged. Another oad was used to complete the procedure with no adverse patient consequences. Analysis of the reported device identified that a number of driveshaft filars were fractured. Based on this information, this was determined to meet the definition of a reportable event. It was confirmed that no portion of the device remained in the patient and no additional patient complications have been reported.